Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. No accessories or original packaging was available for inspection. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the rf generator and a successful power on self-test was observed. System logs from the reported event date confirm setpoint temperatures were achieved during the procedure performed. No irregular heating periods or error messages were encountered during the evaluation period. A review of the device history record was not possible as the serial number was not available. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information was requested but not received.

Event description:
Related manufacturing ref: 3002953813-2020-00011. One week following a radio frequency ablation (rfa), the patient returned to the surgery center with a burn on his leg from the grounding pad. During the procedure, the skin was not prepped and the grounding pad was placed on a hairy part of the leg for a cervical rfa. Attempts to ablate were unsuccessful. The grounding pad was noted to be too far away and was moved to the patients upper back to complete the procedure with no issues. The patient returned to the surgery center one week post procedure with 2nd degree burns on his leg. The generator has been used since without any issues.